Event description:
It was reported that there was an issue with the cassette sensor. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Customer complaint of, ¿cassette sensor defective¿ confirmed through air detector test. When attaching a fluid cassette in mu mode the air detect reads as air. Pump immediately alarms air in line. Upon further investigation, dso seal is delaminated. Replaced dso seal. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.